Manufacturer narrative:
Approximate age of device is 45 months. The pump was not returned to the MFR for evaluation as it remains in use supporting the pt. A root cause for the pt's hemorrhagic stroke could not be determined through his evaluation. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the physician that on (B)(6) 2013 the pt experienced a hemorrhagic stroke. The physician reported that it was "unlikely" that the stroke was related to the pump. The pt had a subtle hyperattenuation along the interhemispheric fissure and along the medial aspect of the posterior right frontal lobe, and was thought to represent a focal subarachnoid. There was no pump thrombus. It was also reported that there was no surgical or drug intervention. Aspirin and coumadin were no longer given to the pt. The date of resolution was reported to be on (B)(6) 2013.